Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated there was an issue with the display of the coaguchek xs meter serial number (B)(4). There were pixels missing in the display. The reporter tried changing the meter batteries. After this, only half of the date, time, and the word "code" could be seen on the display after inserting a strip into the meter. The test strip code key was correctly inserted in the meter and the word "error" was not observed on the display. A display check was performed and the reporter did not initially see an "888" in the results field of the display. After releasing the button, the reporter observed segments missing from the results field of the display. Some segments were present. Half of the date and time on the display was missing.